Event description:
Related manufacturer reference number: 2017865-2019-13883new information received noted that during the left ventricular (lv) and right ventricular (rv) lead revision procedure on 8/8/2019, it was also noted that the right atrial (ra) lead did not have adequate slack. A stylet was inserted to attempt to advance the ra lead, but it was noted that the distal portion of the lead was already adhered to the old rv lead and therefore no further advancement was possible. Interrogation of the ra lead showed stable sensing and threshold. The lv, rv, and ra leads were capped and the ra lead was re-used. The patient was fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12189. It was reported that the patient presented in clinic. Upon interrogation, the left ventricular lead exhibited high pacing thresholds. The right ventricular lead was later observed to also have higher than normal thresholds. Both leads were capped and replaced on (B)(6) 2019. The patient was fine.